Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Images were provided. The two provided dsa images provided do not provide enough information to determine the location of the reported thrombus. Additionally, these images do not include text annotation that identifies the location of reported thrombus. Also, a complete angiographic run was not provided for review, therefore, there is not enough information provided in the given images to confirm the complaint. At the time this complaint was received, this product was an exported device that was not cleared or approved for marketing in the u.s. The complaint is being reported now as based on this product meeting similar product criteria.

Event description:
It was reported that stent-assisted coiling was performed as treatment for an intracranial aneurysm. After successful implantation of the lvis evo and coiling of the aneurysm, thrombus was identified. Integrilin was given and the thrombus resolved. There was no reported device malfunction. The patient is currently reported to be doing fine.